Event description:
The customer reported that this stand-alone etco2 monitor (olg-2800) alarm sound is very quiet and that they cannot hear it at the nurse's station. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer communicated with nk sales rep brian cassidy of low alarm volume; it could not be heard outside of the room. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: customer voiced concerned about the alarm volume for olg-2800a at the nurse's station. There was no concern with alarm volume when the clinical is present in the room. This is a user need that is being addressed by other product solutions. Customer wanted to explore other options. Options for this user need are: 1) network device (olg-3800a) or 2) nurse call output. Nk sales rep was informed of these options. Customer currently have 2 olg-2800a installed. Service history for both devices show no other incidents have been reported since (B)(6) 2019.

Manufacturer narrative:
The customer reported that this stand-alone etco2 monitor (olg-2800) alarm sound is very quiet and that they cannot hear it at the nurse's station. The customer turned the alarm volume up to 8; which is the highest setting and still cannot hear the alarm sound outside of the patient's room. The customer asked nihon kohden for other options as this issue does not meet the customer patient safety needs. Nihon kohden provided the customer with an option of a nurse call output that will turn on a light, but this requires installation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that this stand-alone etco2 monitor (olg-2800) alarm sound is very quiet and that they cannot hear it at the nurse's station. No consequence or impact to the patient was reported.